Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had high blood glucose. Customer went to the emergency room and was hospitalized. The blood glucose reading was 357 mg/dl at the time of emergency room visit. Customer stated that her insulin pump is not delivering any insulin because she change her infusion set 7 times, but her blood glucose remained over 500 mg/dl. Nothing further was reported.